Manufacturer narrative:
Per provider: the unit was repaired and is working properly. Never received parts back for evaluation. Made corrections to key input fields to reflect proper information for MDR.

Event description:
Provider alleges the consumer was driving unit out of his garage and allegedly the caster caved in and client allegedly fell out of unit.

Event description:
Provider alleges the consumer was driving unit out of his garage and allegedly the caster caved in and client allegedly fell out of unit.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.